Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient became unresponsive and was taken to surgery. The valve was detached, tested, and determined by the surgeon it was malfunctioning even though it was relatively new. A new adjustable valve was attached to the catheter.